Manufacturer narrative:
As the set screw is part of the nail kit the nail was classified being the primary product. The review of the manufacturing documents revealed no deficiency. As all implants had been implanted ¿ and still are - a deficiency in function respt. In dimension was excluded. The review of the complaint history revealed no observations. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. The rmf considers that a prolongation of surgery or an additional surgery in case of that the set screw is not inserted correctly in the sliding flute of the u-blade lag screw. In this case it was reported that the surgeon had forgotten to insert the set screw prior to further procedure of adapting the u-blade followed by a penetration of the pelvis. The operation technique for the gamma3 rc lag screw clearly requires inserting the set screw prior to u-blade insertion. The resulting impairment of the patient was not a matter of the product but the consequence of deviating from the surgical technique. Further successful treatment suggests there was no matter with any of the products ¿ thus, the event was classified as user related in terms of deviating from surgical technique. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the nail, including set screw, was not verified.

Event description:
During gamma3 surgery, the surgeon forgot to insert the set screw into the nail. Then, the lag screw penetrated to the pelvis when the surgeon tried to attach the u-lag screw connector to the end of the lag screw. After that, the surgeon pulled the lag screw to lateral and inserted the set screw, u-blade, u-blade end cap.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During gamma3 surgery, the surgeon forgot to insert the set screw into the nail. Then, the lag screw penetrated to the pelvis when the surgeon tried to attach the u-lag screw connector to the end of the lag screw. After that, the surgeon pulled the lag screw to lateral and inserted the set screw, u-blade, u-blade end cap.